Event description:
(B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient wa issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector was cracked. The orange (+5v) and black ( main bat) wires were open inside of the connector, which caused the service code 204. The root cause for the broken connector could not be positively identified but was likely physical abuse. No adverse event resulted form the damaged trunk cable connector and open wires. The patient received a replacement electrode belt.